Event description:
A pt reported experiencing inaccurate erratic results with a fasttake. The pt's blood glucose results were 3.1, 8.5 and 9.7 mmol/l. Tests were done within 10 mins with a difference of 55%. Pt did not experience any adverse events. No further info has been reported.